Manufacturer narrative:
(B)(4) - the intraocular lens remains implanted. The product was not returned; therefore, the cause for the reported issue could not be determined. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Device remains implanted.

Event description:
Complaint report from amo sales representative states that the haptics of a tecnis 1-piece intraocular lens (iol), model zcb00, stuck to the optic and had to be released from the optic with the help of an I/a (irrigation/aspiration) handpiece in the capsular bag. There was no patient injury or harm.